Manufacturer narrative:
Concomitant medical products: 1570, lead, implanted: (B)(6) 2009; 1888t, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, in the past the lead was indicated as "bad". The lead remains in use. No patient complications have been reported as a result of this event.